Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED, BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, HAD A PYXIS WAS NOT OPERATING; SCREEN HAS BLACKED OUT AND THERE IS A FAINT BURNING ODOR. IT WAS INDICATED THAT THE USER EXPERIENCED A DELAY IN DISPENSING MEDICATION AS A RESULT OF A REPORTED MALFUNCTION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported when using the BD Pyxis¿ MedStation¿ ES Auxiliary, had a Pyxis was not operating; screen has blacked out and there is a faint burning odor. It was indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction.As per part investigation, it was determined that the reported station power loss and black screen condition was caused by an electrical failure of diode D201 on the drawer controller board, which led to overheating and thermal damage of the drawer solenoid, ultimately compromising drawer functionality There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Identifier (UDI)PART ANALYSIS:The reported condition of ¿Pyxis doesn't have power, faint odor-blacked out screen¿ was confirmed by the Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to WO 02036837, the BD Field Service Engineer (FSE) confirmed the reported issue. All station drawers were unplugged. The station was rebooted with only Drawer 1 installed, and it functioned correctly. Drawers were added back sequentially. Station operation remained stable until Auxiliary drawer 5.1 was connected. When drawer 5.1 was connected, it caused intermittent station power cuts. The FSE inspected the system and identified a malfunctioning solenoid within Drawer 5.1 as the root cause. The solenoid and the drawer 5.1 control board were replaced. After the repair, station functionality was successfully verified by logging into HTA (hardware test application). The station was fully operational. My escort verified the functionality, and the verification was successful.During DCHU Visual Inspection: P/N 151622-01: The part was received with no signs of physical damage, fluid ingress or missing components. P/N 353578-01: The part was received with signs of thermal damage as discoloration on the coil shielding, indicative of overheating of the component. During DCHU Testing: P/N (B)(6): DMM testing detected faulty diode D201. Continuity was detected across the diode D201 under reverse-bias conditions, indicating loss of the device¿s reverse blocking capability. P/N (B)(6) 1: Since thermal damage was detected during inspection, no testing was performed.The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is electrical malfunction on diode D201 of ¿PCBA DWR CNTLR¿ which led to the observed thermal damage on the ¿SOLENOID 12 VDC HH DRAWER CUBIE¿ and ultimately compromised the drawer's functionality.

Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. CORRECTION: SECTION D MEDICAL DEVICE BRAND NAME. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 30-MAR-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT DRAWERS WERE FAILED. A FIELD SERVICE ENGINEER (FSE) UNPLUGGED ALL STATION DRAWERS, AND THE STATION WAS REBOOTED WITH ONLY DRAWER 1, WHICH WORKED CORRECTLY. DRAWERS WERE RECONNECTED SEQUENTIALLY, AND ISSUES BEGAN WHEN AUXILIARY DRAWER 5.1 WAS CONNECTED, CAUSING INTERMITTENT POWER CUTS. A FAULTY SOLENOID IN DRAWER 5.1 WAS IDENTIFIED AND REPLACED ALONG WITH ITS CONTROL BOARD. POST-REPAIR, STATION FUNCTIONALITY WAS VERIFIED VIA HARDWARE TEST APPLICATION LOGIN AND CONFIRMED FULLY OPERATIONAL. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FSE REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, HAD A PYXIS WAS NOT OPERATING; SCREEN HAS BLACKED OUT AND THERE IS A FAINT BURNING ODOR. IT WAS INDICATED THAT THE USER EXPERIENCED A DELAY IN DISPENSING MEDICATION AS A RESULT OF A REPORTED MALFUNCTION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.